Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The event date is unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
This report is in reference to a (B)(6) patient. It was reported the patient's ipg has been unable to be recharged successfully due to communication issues. As a result, the patient plans to undergo surgical intervention on a later date to address the issue.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced (with a different model) to address the issue.